Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07 -aug-2018 with the following findings: during investigation, there was no activity related to pi in black box or pump history. Display functions normally. Unable to perform steps 13, 17 - 22 due to unresponsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the ¿screen goes blank and doesn¿t work as well unless you take battery out and put it back in.¿ customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of a pump malfunction.